Manufacturer narrative:
(B)(4). Concomitant product: sheath: cook 6 fr short. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the reviewed information, no product deficiency was identified. The armada 35 and absolute pro referenced are being filed under separate manufacturing report numbers.

Event description:
It was reported that using a right femoral artery cutdown access approach during a procedure of the moderately calcified, non-tortuous, de novo, mid popliteal artery, a completely occluded superficial femoral artery (sfa) retrograde lesion was opened and a unspecified amplatz guide wire was placed in the aorta for angiography images. After imaging, the left leg was accessed and an unspecified device was advanced to the right leg for additional images of the sfa and popliteal areas. Two 6 x 150 x 135 cm, and one 6 x 80 x 135 cm absolute pro stents were successfully implanted from the right sfa down to the distal sfa being overlapped by 1 cm each. A 6 x 250 x 80 cm armada ll balloon dilatation catheter (bdc) was advanced retrograde from the cutdown access for post-dilatation of the sfa stents. While advancing the bdc through the non-abbott short sheath the bdc did not cross through the stents; high force was used and the balloon was advanced about 5 cm through the sheath but caught the deployed stents and started to mangle the overlap of the distal two stents. The bdc was successfully removed. A 6 x 14 mm non-abbott bdc was used with the non-abbott sheath and passed through the sheath and was successfully used in the procedure without reported issue. There was no reported clinically significant delay in the procedure. No additional information was provided.